Event description:
The customer's mother reported via phone call that the customer had a meter blood glucose now alarm. Last week, the customer had a low blood glucose and the alarm to the sensor did not go off. Customer's blood glucose was at 34 mg/dl. Caller stated that it will alert her when she is high but not when she is low.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.